Event description:
It was reported the patient had been recharging more often. Their battery used to go down to half after four or five weeks. The battery was now going empty after five or six weeks, with less usage. The patient was reprogrammed in spring 2014, but the faster depletion did not occur until (B)(6). There were no accidents, falls, or traumas associated with the issue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).